Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the sample. Patient had to come back 3 days later for re-draw. The following information was provided by the initial reporter: specimen collection details: sample came from a gp. Details of specimen collection not known. Estimated time from sample collection to sample received in lab was about 3-4 hours from collection time. Specimen processing: lab sample receiving staff did not take not whether there was serum or the sample was fully clotted when specimen came in. Sample was assumed to be clotted, and loaded into centrifuge for processing. Centrifugation protocol: kubota, swing bucket. 3300 rpm for 10 minutes. Lot nos: 1st draw: 8120636, exp date: 2019-10. 2nd draw: lot number 8295721, exp date: 2020-04. Other information: lab has requested for a redraw. The redraw was done ~3 days after the 1st draw. This time, the gp had also collected an edta tube. Specimen was sent to lab within 3-4 hours and processed with the same centrifugation protocol. Lab manager noted the same outcome for sst tube. Lab then requested for patient to have his/her specimen collected at lab center. This was ~3-4 days after the 2nd draw. Specimen processed with the same centrifugation protocol and the gel separation was good. Lab manager also noted that other samples from the same gp, drawn in the same lot no (8120636 ) had no gel separation issue. No information on patient condition was given by lab. Bd clinical specialist have inquired if there were any abnormality in the 3rd draw result, to which waiting for lab manager¿s reply. The affected tubes were sent to lab hq.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the sample. Patient had to come back 3 days later for re-draw. The following information was provided by the initial reporter: specimen collection details: sample came from a gp. Details of specimen collection not known. Estimated time from sample collection to sample received in lab was about 3-4 hours from collection time. Specimen processing: lab sample receiving staff did not take not whether there was serum or the sample was fully clotted when specimen came in. Sample was assumed to be clotted, and loaded into centrifuge for processing. Centrifugation protocol: kubota, swing bucket 3300 rpm for 10 minutes lot nos: 1st draw: 8120636 exp date: 2019-10 2nd draw: lot number 8295721 exp date: 2020-04 other information: lab has requested for a redraw. The redraw was done ~3 days after the 1st draw. This time, the gp had also collected an edta tube. Specimen was sent to lab within 3-4 hours and processed with the same centrifugation protocol. Lab manager noted the same outcome for sst tube. Lab then requested for patient to have his/her specimen collected at lab center. This was ~3-4 days after the 2nd draw. Specimen processed with the same centrifugation protocol and the gel separation was good. Lab manager also noted that other samples from the same gp, drawn in the same lot no (8120636 ) had no gel separation issue. No information on patient condition was given by lab. Bd clinical specialist have inquired if there were any abnormality in the 3rd draw result, to which waiting for lab manager¿s reply. The affected tubes were sent to lab hq.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for abnormal barrier separation with the incident lot was not observed. Gel separation in the photo presented, meets the expectations. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for abnormal barrier separation with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.